Manufacturer narrative:
Device evaluated by MFR.:the stent delivery system (sds) was returned for analysis. The stent was deployed during procedure and was not returned for analysis with the device. The balloon cone profiles & balloon main body were reviewed and analysis suggests that the balloon had been subjected to positive pressure. The balloon wings were opened out from their folded positions. Crimp markings evident on the balloon wall were not as prominent due to the balloon previously receiving positive pressure or manipulation. As part of the examination, the balloon was inflated to nominal pressure and subsequently to rated burst pressure with no restrictions noted. No issues were observed with the balloon wall. No issues were observed with balloon deflation at both the proximal and distal end of the balloon. No balloon leak or balloon rupturing was noted as stated in the complaint report. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no damage to the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 16 x 2.50 promus premier¿ stent was deployed to treat the lesion. However, upon post dilation was performed, the balloon ruptured at nominal pressure level. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 16 x 2.50 promus premier stent was deployed to treat the lesion. However, upon post dilation was performed, the balloon ruptured at nominal pressure level. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.